Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided.

Event description:
Lezcano, e., gomez-esteban, j.c., tijero, b., bilbao, g., lambarri, I., rodriguez, o., villoria, r., dolado, a., berganzo, k., molano, a., ruiz de gopegui, e., pomposo, I., gabilondo, I., zarranz, j.j. Long-term impact on quality of life of subthalamic nucleus stimulation in parkinson's disease. Journal of neurology. 2016. Doi:10.1007/s00415-016-8077-4. Summary: long-term impact of bilateral subthalamic nucleus deep brain stimulation (stn-dbs) on health-related quality of life (hrqol) and associated factors in patients with parkinson's disease (pd) are not clear. Preoperative hrqol and short-term postoperative changes in off-medication motor status may predict long-term hrqol in pd following stn-dbs. Reported events: one (B)(6) female patient with subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) developed severe dementia three years after surgery. The patient's medical history was significant for a 7 year history of pd at the time of surgery, documented pre-surgical alteration in verbal and visual memory, and mild depressive symptoms, but preserved overall cognition (mini-mental state examination [mmse] score=29). Three years after surgery, while under stn dbs, the patient developed progressive cognitive deterioration that evolved to severe dementia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.